Event description:
A customer reported that their insulin pump issued an altitude alarm 21, leading to a critical situation where their blood glucose level reached 500 mg/dl. The incident required emergency treatment from hospital medical staff due to the presence of ketones, though no injuries were reported. The customer attempted various methods to manage their blood glucose, including correction boluses and injections. As a corrective measure, a replacement pump was sent by technical support, and the customer was guided through the necessary steps for transitioning to the new device.